Event description:
Patients ambulatory 5fu pump leaked along tubing at unknown point. Patient states he noticed his t-shirt wet at 0800 today and did not think it was his pump so he used band aids x2 to rescue the temperature attachment to his chest as it had come loose from the clear dressing. Patients chest and shirt dry upon arrival clinic with white residue noted all along his chest. Patient was taken to private area and t-shirt removed/discarded into chemo. This writer, wearing appropriate ppe cleaned patients chest with soap and water and dried thoroughly. Pump was disconnected. Huber needle was secured and tegaderm was dry/intact. Port flushed without difficulty. Blood returned and ordered labs drawn to recheck magnesium/potassium. Dr. (B)(6) informed of pump leak. No intervention at this time. Patient mag level 1.5 and potassium 3.9; doctor (B)(6) informed and patient was cleared for discharged. Patient instructed to place any bleeding that had any soiling from pump leak into a garbage bag, with the use of gloves provided in chemo spill kit and discard. Patient stated understanding. Patient with no visible injury or complaint upon discharge. Patient instructed to contact infusion clinic or seek treatment if rash or blistering would develop on exposed areas of chest/skin. Patient discharged via w/c with family escort.